Event description:
A malfunction was reported by the customer with a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and assisted in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue reappears.